Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4), the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer 2011-(B)(6): (B)(6) potential report - lpn was transferring resident into tub using the alenti chair lift. While alenti was raised the lpn went to turn the alenti so resident's feet and legs were in the tub but alenti and stand fell towards lpn. Apparently a wheel broke off. The full weight of the lift chair and the resident was applied suddenly onto lpn. Caregiver: hurt back, soreness. Complained of pain and is now off for at least 1 week. (B)(4).